Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the lot/serial number was not provided by the customer. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 04/25/2011, 04/27/2011, and 05/18/2011 by phone, fax, and mail. Add'l info was rec'd on 04/27/2011. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported she does not know the reason for the refractive surprise and does not blame the lens. The lens was exchanged for a different model, different power lens. Add'l info has been requested.